Manufacturer narrative:
Evaluation of the returned pod6 could not confirm the reported complaint. Evaluation revealed that the coil shape was present as intended. Further evaluation of the device revealed that the pusher assembly was kinked, and the embolization coil was detached from the pusher assembly. This damage was likely incidental to the complaint and the root cause of this damage could not be determined. Due to the returned condition, the device could not be functionally tested. Evaluation of the returned lantern could not confirm the reported complaint. Evaluation revealed that the device was undamaged and functional. During functional testing, a demonstration pod6 was able to advance through the lantern without issue. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02663.

Event description:
The patient was undergoing a coil embolization procedure in the distal internal iliac artery (iia) using pod coils, a lantern delivery microcatheter (lantern), and a non-penumbra catheter. It should be noted that the patient''s anatomy was tortuous. During the procedure, the physician successfully implanted two pod coils. After advancing the next pod coil into the target lesion, the lantern kicked out. It was also reported that the pod coil would not take its intended shape in the lesion after several attempts. Therefore, the physician decided to remove the pod coil. While attempting to implant a smaller-sized pod coil, the lantern kicked back several times; however, the physician was still able to implant the pod coil. The procedure was completed successfully at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02663.